Event description:
Customer reports that device issued self test alert. No associated deployment of device. Issue could not be resolved by replacement of battery.

Manufacturer narrative:
(B)(4). Issue is being reported based on customer report of device issuing a self test alert that could not be resolved by ordinary service methods (replacement of battery in this instance). Complete MDR is being submitted as device will not be retrieved due to age of device and as there was no associated deployment of device. Customer has been advised to remove device from service.